Event description:
It was reported via repair work order that the bed exit allegedly did not alarm and the patient allegedly fell out of the bed. The extent of the reported injury to the patient is unknown. The technician could not duplicate any quality issues with the bed.